Event description:
Meter was reading inaccurately erratic. The patient reported blood glucose results of 242 mg/dl and 133 mg/dl with the lifescan meter, performed within an 11-20 minutes time difference. The patient neither alleged harm no experienced injury or medical intervention. The customer care representative (ccr) verified that the test strips were not expired, stored improperly, or opened longer thatn the discard date. The ccr walker the patient through one control solution test and the result fell outside the specifications. The patient was unwilling/unable to complete troubleshooting by performing a second control solution test. The test strips were replaced.